Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation three versaport v2 5mm-11mm w/ fixation opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this incident was that the seal was cut and the device leaked. Replication of the observed damage may occur as a result of a sharp instrument making contact with the circular seal. Based on the product analysis, the failure was confirmed to be attributed to the reported event. A review of the current historical complaint data reveals that this failure mode was identified as a trend on (B)(6) 2016. The file will be closed as misuse of product. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: occurred during a laparoscopic cholecystectomy procedure. Trocar seal tear / damage was seen during the input and output of the clip applier. It caused a gas leak. There was no patient harm.